Event description:
Hospital ER staff responded to a pt in cardiac arrest. The device was used, plugged into ac power, with standard paddles to shock the pt approximately x14. Accordng to the reporter, the device was charged to 360 joules for the next shock but it only charged to approximately 50 joules and would not transfer the energy. A backup device was called for and used and the pt was resuscitated.